Event description:
During resmed evaluation, an astral device failed to complete its service test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).